Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered chronic pelvic, lower abdominal and vaginal area pain, sever pain during intercourse, urinary frequency and urgency, worsening urinary incontinence, retention, leakage, urinary and vaginal infections, and an inability to sit or stand or walk for a length of time. No further information has been provided.